Event description:
It was reported the patient was experiencing stimulation every three hours. It was found the chronic lead trend data test was turned on. The test will test impedance every three hours in the chamber being paced. The stimulation in the atrial chamber was at a higher rate for the data test than what the capture thresholds were programmed. The lead trend data test was turned off and no further action was needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1, implantable pulse generator (ipg), (B)(6) 2012; 5076-52, implantable pacing lead, (B)(6) 2012. (B)(4).